Manufacturer narrative:
The field service engineer adjusted the rinse unit and replaced a tube. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation determined the event was consistent with a maintenance issue.

Event description:
The initial reporter received questionable calcium assay results from one patient on a cobas 8000 c 702 module. The initial calcium result was 4.74 mg/dl. The repeat calcium result was 6.22 mg/dl. The questionable result was not reported outside of the laboratory. The calcium reagent lot number is 64590901 and the expiration date is 30-sep-2023.